Event description:
It was reported that on (B)(6) 2025, a patient was undergoing a concomitant procedure for a flutter ablation and implant of a 22mm amplatzer amulet occluder. The landing zone measurements were: 0-17, 45-18, 90-18, 135-18. After the ablation was completed the physician attempted to cross the septum with both a steerable delivery sheath and a viewmate ice catheter using the buddy wire technique. The steerable delivery sheath was placed in the right atrium while the viewflex catheter was inserted into the left atrium. Once the ice catheter was delivered into the left atrium the patients hemodynamics being to decline causing a severe drop in the patients blood pressure. Upon further review in was determined that the patient suffered a laceration to the left atrial appendage causing a massive effusion. The physician performed a pericardiocentesis resulting in a total of 460 cc's of fluid being drained. At this time the physician opted to insert the amplatzer amulet occluder into the left atrial appendage with the idea of potentially occluding appendage and preventing a tamponade. Close criteria wasn't satisfied and a tension test wasn't performed. Upon further review, this approach did not occlude the effusion, so a sternotomy was performed and the patient was then placed on bypass. The patient had a run of vt and was then cardioverted resulting in the amplatzer amulet device dislodging from the appendage into the left atrium. The physician believes that the cardioversion was the cause of the dislodgment. The surgeon repaired the tear and removed the amulet device from the left atrium. The surgery was successful and the patient was taken to the ICU after the procedure. The amulet device nor sheath was in the left atrium at the time of the laceration. Patient is currently in the ICU.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of migration or expulsion of device (device embolization) and patient-device incompatibility (implant-related tissue damage), perforation, hypotension, pericardial effusion, and cardiac tamponade was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause for the reported implant-related tissue damage could not be determined. It is possible due to procedural conditions (e.g. Close criteria had not been satisfied and a tension test wasn't performed). Field indicated that the cardioversion was the cause of the dislodgement. It is possible that procedural condition and challenging anatomy could have contributed to this event. However, this cannot be confirmed. The reported unexpected medical interventions and surgical intervention were a result of case-specific circumstances as the device was removed and pericardiocentesis was preformed. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a.